Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to flow transducer test failure during pre-use check (puc). The reported issue has been confirmed during evaluation of the provided problem description and service report. In the further process of complaint handling, provided information indicated that the expiratory cassette, safety valve and filters were checked and the issue was solved by cleaning. The device was delivered to the user in working condition. No device's logs and parts were returned to factory for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref #: (B)(4).